Manufacturer narrative:
No allegation of product malfunction has been reported. No information on patients' pre-existing conditions has been provided nor radiographs, images and/or surgical notes provided. Based on the information provided at this time no root cause could be determined. Though pulmonary embolism is a known complication for post-operative spinal patients it is unclear if the pulmonary embolism was related to nuvasive products. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: pulmonary emboli..."

Event description:
On march 2, 2019, the following event was reported at a physician conference on a coroent xl-h. Case 2: on an unknown date a procedure using coroent xl-h was performed. Post procedure, a symptomatic pulmonary embolism and back side deep infection occurred.